Event description:
It was reported that the patient presented in clinic. Upon review of the transmission, it was discovered that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. The patient was in stable condition.